Event description:
It was reported that during a rotational atherectomy intervention procedure, a brake issue occurred. Access was obtained through the radial artery. The 3.5x40mm, eccentric shaped, 80% stenotic, de novo lesion was located in the mildly tortuous and severely calcified left anterior descending artery. During the procedure the lock button on the rotalink advancer was unable to lock the guidewire. The procedure was completed with another rotalink advancer. No complications were reported and the patient's status is stable.

Event description:
It was reported that during a rotational atherectomy intervention procedure, a brake issue occurred. Access was obtained through the radial artery. The 3.5x40mm, eccentric shaped, 80% stenotic, de novo lesion was located in the mildly tortuous and severely calcified left anterior descending artery. During the procedure the lock button on the rotalink advancer was unable to lock the guidewire. The procedure was completed with another rotalink advancer. No complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluation: a visual examination of the complaint plus unit was carried out. No cuts or kinks were noted on the air hose, infusion hose or fiber optic cables of the plus unit. The advancer was connected to a test catheter and connect/disconnect and tug tests were performed and no issues were noted with the unit¿s handshake connector. The rotablator unit was wire guided using a test guide wire and no issues were noted during wire guiding. The advancer was attached to a test burr unit and wet tested at 175,000rpm at 36psi and no issues noted. The brake defeat button was tested and no issue was noted. The rotablator unit was visually and functionally examined and the device was found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).